Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving medication via an implantable pump for non-malignant pain and radiculopathy. The patient's device was malfunctioning.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.